Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Partially. The pressure has to be increased. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Most likely. What was the gas consumption rate or volume (liter/minute)? Up to 400 liters for a regular operations has been reported. Were you able to identify where the leak was coming from? Both seals. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm and 12. Mm was any torque being applied to the trocar or device? Not more than regularly. Surgeons are very experienced. Very clear that this prolonged their normal operating time. The whistling noise is very obvious. Can hear it both with and without instruments in the trocars. Big concern about the high volume of gas that is consumed. Bad for patient and staff - and is increasing their cost. The analysis results found that only the sleeve of the device was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leakage from start. Did not matter what sort of instrument inserted. Procedure prolonged and the operating time and uses a lot more gas than necessary. Another device was used to complete the procedure. No patient consequence reported.